Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that MRI compatibility guidelines were requested. The MRI was for ins replacement. The patient said the ins battery is dead because the patient did not charge the ins for a long time. The patient has not met with a healthcare provider or representative to attempt getting the ins jump-started. No patient symptoms were reported. No further complications were reported/anticipated.